Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were visit to emergency room due to high blood glucose. Customer's blood glucose was 350 mg/dl. The customer was treated with intravenous insulin, bolus and manual bolus. The insulin pump will not be returned for analysis.